Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of telemetry anomaly was confirmed via review of the device image in the laboratory. The cause of the anomaly was due to a crc error which caused the inability to communicate using rf. Inductive telemetry was found to be normal.

Event description:
It was reported that prior to implant, while still in sterile packaging, the device did not have rf telemetry. This device was not implanted.